Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2023-00004. It was reported that one drg lead had sheared at the initial needle insertion site and the other drg lead had pulled out of the epidural space. Surgical intervention was undertaken wherein the system was explanted and replaced. Therapy was restored.

Manufacturer narrative:
The reported impedance issue was not confirmed. Analysis of the returned lead b found it had been cut during explant into two segments. Both segment were tested for continuity and no opens were found.